Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead would not adhere to the tissue wall, even after three placement attempts. Additionally, it took 52 turns to retract the helix on the last attempt. The lead was not used, and no other lead was implanted. No patient complications have been reported as a result of this event.